Manufacturer narrative:
Zimmer biomet complaint. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during incoming inspection it was identified the inner label does not match the outer label. The outer label is for catalog number 25-2007, however the inner label is for catalog number 73-2408. There was no patient involvement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. The 2.0x7mm ht x-dr screw 5pk (part# 25-2007, lot# 165460) was returned in original packaging for evaluation. On visual inspection, the packaging appears fully intact with no openings. It was noted that the outer label reads 2.0x7mm ht x-dr screw 5pk (part# 25-2007, lot# 165460) and the inner label reads screw, cancellous cross-drive locking 5pk (part# 73-2408, lot# j165620). The product that is in the cartridge is part #25-2007, indicating that the inner label is incorrect. Investigation results concluded that the reported event was due to operator during the labeling process and operator error during the final inspection prior to distribution. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. The distributor provided a spreadsheet with pictures; however the complaint could not be verified due to the poor quality of the picture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer.

Event description:
This report is being submitted to document the completion of the investigation.